Event description:
It was reported that crystalens was explanted approximately 6 weeks post implant due to dysphotopsia/glare. No additional information was provided. Additional information has been requested.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.